Event description:
A ventilator was returned to a third-party service center for service. The device was not in patient use. During the evaluation of the device at third-party service center, an ¿active exhalation valve failure¿ code was found in the ventilator's downloaded error log. The device's proportional valve needs to be replaced to address the issue.